Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump was dropped and the touchscreen is now cracked. Reportedly, the pump is still functional, but the touchscreen is difficult to read due to the cracks. Customer's blood glucose level was not impacted. Customer has back up manual injections for continued insulin therapy.